Manufacturer narrative:
This report is for an unknown screws: cortex/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a revision of open reduction internal fixation (orif) distal tibia fracture and hardware removal due to malreduction and nonunion. There was no broken hardware. The fracture was malreduced. Initially, the following devices; one (1) locking compression plate (lcp) bend medial distal tibia plate, three (3) 3.5 unknown cortex screws and seven (7) unknown locking screws were implanted on (B)(6) 2019. The surgeon verbalized that the patient had been treated somewhere else and this is how the fracture had looked post-op. He stated that it was not a hardware issue. Most proximal screws in shaft had been placed very posterior in the segment and in some cases transcortical. Removed existing hardware and placed tibial nail with bone graft. There was no surgical delay. Procedure outcome and patient status are unknown. This complaint involves ten (10) devices. This report is for one (1) unk - screws: cortex. This report is 5 of 10 for (B)(4).